Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent damage. Stent strut 4 from the proximal end of the stent was lifted in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple kinks along the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with chronic heart disease. The target lesion was located in a coronary artery. A 20 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The device was removed with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with chronic heart disease. The target lesion was located in a coronary artery. A 20 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The device was removed with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.